Manufacturer narrative:
H3 other text: placeholder.

Event description:
Follow up.

Manufacturer narrative:
The sample is indicated as available for evaluation. As of the date of this report, it has not yet been returned. A follow-up report will be provided once the sample has been received and reviewed.

Event description:
We are having some issues with the custom bone marrow biopsy tray lot # 11339670. Ref# (B)(4). We have several of the trays in our clinic -quantity 35. As per the proceduralists, they were not able to capture the biopsy samples as usual and is slightly bending. At least 3 of our proceduralists are having the same issues. There is a biopsy needle malfunction with the recent bma/box kits. It is unusually difficulty to withdraw the biopsy, and even when I did, the biopsy was half the size I anticipated. Also, the stylet is not able to slide through the needle to push out the biopsy. When inserting the extraction cannual into the needle, the cannula pushes the biopsy out the end to the needle, it is noticeably more difficult to insert the extraction cannula with a lot of friction. I preformed 9 cases with having problems 7 out of 9 procedures, specimens were fragmented that are not normally.